Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. At a later date, the lens was exchanged for a shorter length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4). See claim# (B)(4), for fellow eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and replaced intraoperatively at a later date for a lens of a shorter length. Cause of the event was reported as unknown. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment of out product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.